Manufacturer narrative:
The sample was returned for evaluation. Visual examination found no voids, damage to the insulative materials. The device is in good condition with no anomalies identified. Insulation testing confirmed there were no voids detected in the sample. Based on the sample evaluation and investigation performed, it is determined that the sample returned meets specification. To date, this is the only reported complaint for this manufacturing lot. Note, the date of event is provided as a best estimate based on the awareness date of the reported event.

Event description:
As reported, the bard/davol j-hook electrosurgical tip (re-usable) failed after 4 uses. As reported, the metal tip is usually 2mm away and there was damage/tears/wear to the insulation coating. It was reported that the device failed the insulation test when tested with an insulation tester. There was no reported patient injury.